Manufacturer narrative:
The complaint of failure to capture, intermittent capture, and low impedance was not confirmed. The complaint of incorrect measurement was confirmed. The device was received operating at eol level. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: b5 and h6 updated to include incorrect measurement issue.

Event description:
It was reported that the patient presented to the emergency room due to bradycardia. Device interrogation revealed intermittent capture, loss of capture, and low pacing impedance. It was also noted that end of service was reached a year before elective replacement indicator. The pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to bradycardia. Device interrogation revealed intermittent capture, loss of capture, and low pacing impedance on the pacemaker. The pacemaker was explanted and replaced. The patient condition was stable.